Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, an external ram error alarm as well as a partial display. Customer's blood glucose levels at the time 134 mg/dl. Troubleshooting was declined. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with missing segments due to cracked lcd zebra connector.no a17 alarm noted during testing. Unit alarmed unexpected restart after battery change and the rattling sound is due to broken solder joint. Insulin pump received with broken reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.